Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR was reviewed and no discrepancies were found. The approximate field service age of the device is 24 years and 3 months. It is unknown how many times the device was used. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via maude report, that the instrument broke during a hip procedure. The composite material splintered into couple of pieces. All pieces retrieved. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.